Event description:
A caller reported a malfunction in tandem source, specifically identified as malfunction 199, which indicated a pump malfunction with code malf 9. There was no information on whether this issue impacted the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted with resetting the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.